Event description:
Reporter initially stated there was a black line on the display of the blood glucose monitor but the results area was not affected. The monitor was returned for evaluation. It was found the location of the line does distort the decimal point and digit; therefore, misinterpretation is possible. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.

Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) observed that the location of the line on the display does distort the decimal point and digit during the simulation test; therefore, misinterpretation is possible. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Failure analysis reported that this meter was manufactured after lcd improvements were investigated and these product / process improvements were put into place to reduce the occurrence of this type of defect. Since this meter was manufactured after these improvements, a new investigation was opened, and has been investigated, the risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required.